Event description:
It was reported that during a thyroid procedure, a surgical tech was burned while passing a disposable to the surgeon. It is unknown if the procedure was completed using the same device or another like device, and it is also unknown if a the button was accidentally pressed to activate the device or if it activated on its own. The procedure was completed, and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested on gen11 and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. During functional testing, the device was activated for about 1 minute with no abnormal heat issues were observed. There were no anomalies noted with the functionality of the device. The device was disassembled and no heat damage was found. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.